Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurements. It was noted that this could be a case of possible twiddler's syndrome. The physician reprogrammed the device and the patient was in a sinus rhythm. It was also noted that the leads would be evaluated in the next few weeks. Additional information confirmed twiddler's syndrome. A revision procedure was performed and this rv had been pulled back. The rv lead successfully repositioned.